Event description:
A malfunction on the pump was reported, possibly due to exposure to extreme humidity as the user works in a very humid area. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.